Event description:
Per independent repair center statement, the unit was alarming or red light, and the unit's alarm would not function. The key failure was the pe valve as defective, causing low o2. Additional malfunction was the power switch was defective.